Event description:
It was reported that the urine did not flow into the drain bag, but leaked out from a unknown location. Per additional information from the ibc via email (B)(6) 2019, the inlet tube had a bit of urine in it, but the flow was extremely poor. The urine began to leak from the meatus of the patient.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. The evaluation was conducted for the flow rate. The returned sample met the minimum requirement (100ml/min). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "2. Precautions for use (6) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the urine did not flow into the drain bag, but leaked out from a unknown location. Per additional information from the ibc via email 30 nov 2019, the inlet tube had a bit of urine in it, but the flow was extremely poor. The urine began to leak from the meatus of the patient.